Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist was informed that no flags existed with the patient sample and the quality controls (qc) were in range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer site. Siemens performed an inspection of the instrument, and the following was performed: cleaned the aliquot drain, verified water temperatures, and belts and probes. Replaced the dryer boot and reagent 1 probe. Realigned the sample 1 and reagent 1 probes, and ran special methods testing (smt). The instrument was verified and operational. The customer ran quality controls (qc), patient samples and a precision test, and no issues were noted. The potential cause of the discordant, falsely depressed glu result was the dryer boot and reagent 1 probe. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed glucose (glu) result was obtained on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The customer used the same sample and an alternate dimension vista instrument to perform repeat testing. The customer stated that the repeat result is 76 mg/dl and within normal ranges. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely depressed glu result.